Event description:
Country of complaint: (B)(6). Needle detached from thread.

Manufacturer narrative:
U.s. Agent notified on: (B)(4) 2013. Manufacturing site evaluation: samples rec'd: (B)(4) unopened and 1 open racepack. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. There are no previous complaints of this code/batch. There are no units in our stock. We have rec'd 1 open sample and (B)(4) closed samples. The open sample had only one needle attached to thread. The other needle was missing. We have tested the needle attachment of closed samples rec'd and the results fulfil the requirements of the OEM. The complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.